Event description:
It was reported to philips that the system's c-arm movements failed. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, issue occurred during the vascular planned treatment. Procedure got delayed and procedure was completed by using the portable x-ray machine. The philips remote service engineer (rse) analysed the system remotely and confirmed that the c-arm and table were not moving. A review of log files found an error on maquet table post failed and waring on collision was detected. The philips field service engineer (fse) inspected the system onsite and performed the trouble shooting actions by restarting the system 4 times, moved the or table and moving it back. Fse adjusted the longitudinal motor drive belt. After repair, the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer adjusted the longitudinal motor belt. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.